Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Interrogation revealed that the s-ICD had recorded a battery depletion (bd) alert. It was reported that the patient had undergone hernia surgery in (B)(6) 2016 and it is suspected that the long telemetry session that occurred may have caused an unintended alert; however, this has not been verified. A memory download was to be performed and sent to boston scientific technical services (ts) to determine the cause of the bd alert; however, after several attempts to obtain the information, it was never received. No adverse patient effects were reported.